Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unable to get her blood glucose level down. The customer was experiencing high blood glucose levels. Her blood glucose level ranged from 200 mg/dl to 400 mg/dl. She was feeling nauseous. The customer treated her blood glucose level with shots. The high pressured test passed. The device was not returned.